Event description:
It was reported through the patient outcome, the patient passed away due to respiratory failure. The patient had a right sided cerebrovascular accident (cva) with significant neuro deficit. The patient went into respiratory failure in setting of cva. Family decided to withdraw care on (B)(6) 2022. It was unknown if the death was device related. The device was functioning as expected and will not be returned. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not be conclusively established through this evaluation. (B)(6) was not explanted for evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.